Event description:
Caller reported (B)(6) troponin I (tni) results on triage cardiac panel test vs centaur lab analyzer. Customer called to provide further info about a lot of triage cardiac panel tests where an elevated tni result was observed compared to the centaur lab analyzer result. No pt info was provided.

Manufacturer narrative:
In house testing of cardiac (B)(4) showed all results with the positive and negative control samples and the normal whole blood donor samples to recover as expected. No false positive or discrepant tni results were observed with any sample. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. (B)(4). No product deficiency was established; no corrective action required at this time.